Manufacturer narrative:
The pump was monitored in 50c oven for several days and no blank display noted. The pump was received with normal operating currents. There was no damage found on the lcd isolation tape noted. The pump was received with cracked display window corners, reservoir tube lip, scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was 460mg/dl. The customer treated the high with the pump. The customer states they tried to replace battery, but the display remains blank. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.